Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a double pass with no patient complications during a laser procedure. Additional information clarified that double pass means the suction was lost during the side cut portion of flap creation.

Manufacturer narrative:
Logfile review shows the treatment was aborted due to the user released the laser pedal and interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. So the reported issue is not caused by the system or the used patient interface but by the user which was also shown via a warning message. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages or other issues and also the vacuum and energy stayed stable. So there is no technical problem and the reported suction loss is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. No technical root cause, user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. (B)(4).